Event description:
It was reported to covidien in 2009, that a customer had an issue with a PICC line. The customer reported that the physician flushed the line prior to insertion, but after insertion, the line would not flush. The physician had to remove the line, but did not attempt to place a second line due to a lack of suitable veins.

Manufacturer narrative:
Submit date: 6/1/2009. An investigation is currently underway. Upon completion, the results will be forwarded.